Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette was not attached properly" alarm. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that there was a "cassette was not attached properly" alarm. Log events was reviewed and there are no errors related to the customer complaint. There were no previously reported services. Visual and functional testing was performed. Device showed downstream occlusion (dso) seal damage. The complaint was confirmed, and the dso sensor was replaced. In addition, dso seal and labels were replaced. The device and software were updated and calibrated for better operation and to avoid future errors. Device passed all tests within specification post repair.